Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: catheter. (B)(4)

Event description:
It was reported that a catheter disconnect occurred located at the connector pin. The patient had a spinal fusion and since that time had required increasing doses of medication; (B)(6) 2013 the dose was increased from 390 mcg/dayto 420 mcg/day, on (B)(6) 2013 it was increased from 420 mcg/day to 435 mcg/day, on (B)(6) 2013 it was increased from 435 mcg/day to 464 mcg/day, on (B)(6) 2014 it was from 464 mcg/day to 495 mcg/day and on (B)(6) 2014 there was a change from intermittent boluses to flex dosing. The gradual increase in the baclofen dose occurred without results; the patient remained hypertonic with generalized hypertonicity. Diagnostics and troubleshooting had included x-rays. On (B)(6) 2012 the catheter access port was accessed by the health care provider (hcp) and 7ml was easily withdrawn with champagne-like bubbles noted. Then on (B)(6) 2014, an x-ray was obtained and the impression was that there was a detachment of the catheter from the connector at the posterior lumbar lower region. There was reportedly otherwise no fracture, disconnection nor kink of the catheter. The cause of the issue wasn¿t determined. Actions required as a result of the event consisted of replacement. The existing 8711 catheter segments were explanted and the 8711 connector pin and two strain relief sleeves remained in the patient. The patient¿s status at the time of the report was listed as ¿alive ¿ no injury¿. The device system was used to deliver gablofen.